Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so it was within a safe range. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, after which the bolus was completed successfully. The caller successfully reloaded the original cartridge and resumed insulin therapy, resolving the issue.